Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted and nursing staff, overnight, did a self-test that "sounded different" and elected to change the system controller. Log files were sent for review to see how long the pump was off. The event log file contained clusters of persistent pulsatility index (pi) events prior to a driveline disconnect and system controller shutdown on 04jun2026 at 7:18pm. Prior to the disconnect, the pump appeared to have been operating as intended. The log files did not provide any insight into the self-test sound. Following the initial alarms, no unusual system controller alarms or any abnormal pump faults were seen in the log file. Based on the log files, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was later communicated the coordinator performed troubleshooting of the system controller alarm tones by connecting to a mock loop and performing self-test. The self-test reportedly sounded "okay" per coordinator, but reported the tone associated with putting the system controller into sleep mode was "a little wonky". The customer planned to return the device for evaluation.